Manufacturer narrative:
Our (B)(6) is still in-process and we are filing paper because of technical problems. Review of log files from device. System log files were reviewed and identified this incident involved a patient w/a dual-chamber pacemaker where most qrs-complexes are paced and wide; recognized as "paced" complexes. Various events were correctly recognized by the system; one event was not recognized because the signal was interrupted, presumably by the pacemaker, and the vfib ended before there was enough data to analyze. The investigation indicates that the system was operating normally and within performance specifications. The info reviewed did not indicate there was any system malfunction that may have contributed to this incident.

Event description:
The customer reported that the central did not recognize a ventricular fibrillation.